Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reported an unspecified issue while using the pump. Customer reported to have had "dangerous problems with the pump". There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
Additional information was received on march 10, 2022. Customer alleged the pump delivered a 10 unit bolus without user interaction. Customer reported the pump shows an entry that stated "food/bg na/na" and following this a 10 unit bolus was delivered. Customer uses a carbohydrate or blood glucose input when programming a bolus; this data was not shown. Customer was aware that the bolus was delivered and managed blood glucose (bg). Level of bg was not provided. Customer reverted to using an alternate method of insulin therapy. Updated section model, serial and uid number, h10 code 1311 added; 1503 remove. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.